Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to find the item to issue to the patient. A technical support specialist remoted in, had the customer perform a cycle count and found that the medication was not in the system. The customer would inform the pharmacy about the problem. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was not able to find medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.